Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has many scratches on the display window. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.